Manufacturer narrative:
(B)(4)

Event description:
Primary surgery/other - our drill guide was interfering with the baseplate and not engaging properly. The surgeon was able to use a different surgical technique to get the baseplate to work.